Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2017 with the following findings: during investigation, the pump was powered on and the display remained blank. A failed display flex was found.

Event description:
The pump was returned for investigation. Evaluation revealed that the display remained blank. A failed display flex was found. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/20/2017.